Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 5792838 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5; 5591823 200-02-32 - three peg patella 32mm.

Event description:
As reported by the exactech truliant knee clinical study, the patient had an initial left tka on (B)(6) 2019. The patient presented on (B)(6) 2023 with pain in the capsule area of both knees. This case is related to case- (B)(4) (right side). The case report form indicates that this event is unlikely related to device and/or to procedure. Outcome is continuing with referral to pain management for nerve oblations. Due to clinical study, no devices will be returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g the reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.